Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller; there were no issues with the live image. The device was fully articulated in all directions. No issues were identified with the image. A guidewire and a spybite were passed through the working channel, and no issues were identified with the image. A portion of the distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; the last part of the proximal end of the working channel sleeve appeared to be attached to the pebax. The working channel sleeve did not fall out and the working channel sleeve was pulled out of the catheter. There was strong evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the proximal end of the working channel sleeve braid remaining attached to the pebax, the white areas on the proximal end of the pebax, and the working channel sleeve braid imprint throughout the pebax region. The complaint was not consistent with the reported event of no visualization, however, it was found out that the working channel sleeve extended from the distal cap when received. Based on the investigation and the receipt condition/functionality, the most probable cause conclusion is "manufacturing process design". There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, no image appeared when using the spyscope digital access and delivery catheter. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.